Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter silicone visible on the device cannula. The following information was provided by the initial reporter: it presents lubrificant residue that does not meet the use specifications.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter silicone visible on the device cannula. The following information was provided by the initial reporter: it presents lubrificant residue that does not meet the use specifications.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 15sep2022 h6: investigation summary bd received a 20 gauge angiocath device from lot 1273738 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed silicone lubricant present on the device. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Additionally, in response to the report of the unit missing a safety device the engineer wanted to point out that this device model does not come with a safety device. Therefore, based off the visual inspection the engineer was able to verify the presence of silicone and the lack of a safety device. However, neither of these are considered product defects as the design for this device does not have a safety mechanism and the amount of silicone present was not found to be excessive or detrimental to the function of this device. The manufacturing facility has been notified of this incident and the findings.